Event description:
During implant procedure, the leads were connected to the device and increased pacing impedance and defibrillation impedance were noted. The leads were disconnected and cleaned and then reconnected to the device; the increased impedances persisted. The device was not implanted and a new device was successfully implanted to resolve this event. The patient was stable.